Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the sample was returned. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 6.0mm x 40mm balloon. A circumferential balloon rupture was present 7.5cm from the distal tip. The distal portion of the balloon was still attached to the catheter and was bunched in appearance and prolapsed over the distal tip, likely indicating retraction issues. The balloon rupture was examined under microscopic magnification (10x) and the edges were uneven, indicating that the rupture was not clean. The inner guidewire lumen was stretched and the distal marker band was dislodged from its original locations, likely indicating that excessive force contributed to the event. Lacerations were present on the inner guidewire lumen, likely caused by the user as they were pulling the balloon out of the access site. No other anomalies were noted along the length of the catheter. The introducer sheath tip was examined under microscopic magnification (10x) and was observed to be flared, likely indicating retraction issues. Functional/performance evaluation: functional testing could not be performed due to the condition in which the sample was received. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for a circumferential balloon rupture and retractions issues based on the condition of the returned sample (i.e. Balloon sheared in half and prolapsed over the distal tip). Per the reported event details, the balloon ruptured at 15atm. The rated burst pressure (rbp) for this balloon size is 15atm. The current IFU (instructions for use) states "do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended." It is unknown whether the balloon was overpressurized past 15atm. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and introducer sheath/guide catheter s a single unit. Use of the ultraverse 035 pta dilatation catheter: position the balloon relative to the lesion to be dilated, ensure the guidewire is in place, and inflate the balloon to the appropriate pressure. Potential adverse reactions: additional intervention. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment in an av fistula, the pta balloon allegedly ruptured circumferentially at 15 atm on the third inflation. Reportedly there was difficulty retracting the balloon through the sheath. No further treatment was provided. There was no reported patient injury.